Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 145mcg/ml; 65.2 mcg/day and dilaudid 14 mg/ml; 6.3 mg/day via an implantable pump. Indication for use was non malignant pain. The date of the event was (B)(6) 2017. It was reported the patient presented to the emergency room (ER) feeling unwell. The representative was called in to interrogate the pump. The pump was interrogated pump and it was determined that the pump had undergone multiple motor stalls and recoveries beginning on (B)(6) 2017. Motor stall occurred (B)(6) 2017 14:15; stopped pump period may exceed tube set (B)(6) 2017 14:15; motor stall recovery occurred (B)(6) 2017 21:18; motor stall occurred (B)(6) 2017 22:36 ; motor stall recovery occurred (B)(6) 2017 05:03; motor stall occurred (B)(6) 2017 13:47; motor stall recovery occurred (B)(6) 2017 16:30; motor stall occurred (B)(6) 2017 17:36; stopped pump period may exceed tube set (B)(6) 2017 17:36' motor stall recovery occurred (B)(6) 2017 02:13; motor stall occurred (B)(6) 2017 22:53; motor stall recovery occurred (B)(6) 2017 04:20; motor stall occurred (B)(6) 2017 06:38; stopped pump period may exceed tube set (B)(6) 2017 06:38; state motor stall recovery occurred (B)(6) 2017 13:45. The dose was reduced to medically manage based on doctor's orders. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was still implanted. It was unknown if surgical intervention was planned. Patient status at time of this report was alive - no injury. The issue was not resolved. Patient weight and medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). After the motor stall recovery occurred the flow rated was reduced. When the motor stalls continued to occur, the pump was set to minimum flow rate. The patient was placed on oral medication to treat their pain and withdrawal symptoms. The patient was scheduled for surgery on (B)(6) 2017 to replace the pump. The motor stall and patient feeling unwell has not been resolved. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-dec-22. The pump was returned to the manufa cturer for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable pump motor (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that resulted in the motor stalls. F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction/update: device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. It was unknown what actions were taken. It was unknown if the motor stalls and patient feeling unwell were resolved. The device was still implanted.